Event description:
A pharmacist reported to baxter (B)(4) of a 1000 ml eva pn container for automix in which the port was observed to expand and the cap couldn't be closed during filling of the bag resulting in a leak. This complaint addresses one of the two units that were observed to be defective. The event occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a companion sample was available for evaluation. A visual examination of the sample did not reveal any abnormalities. The bag was filled from the middle port with sodium chloride. Also, sodium chloride was injected five times through the injection port. Neither leaks nor abnormalities were observed, and the cap closed without difficulties. The reported problem was not confirmed. A root cause was not identified. No repairs were made as this is a single use only device. A batch review cannot be performed since there was no lot number provided. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. If additional information becomes available, a follow-up report will be submitted.